Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot number is not currently available.

Event description:
Sales rep reports a broken drill during a surgery. The break happened at the junction between the handle and the thread. Use of another instrument to finish the surgery with success. No patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device is not being returned. The device is not available for physical evaluation and hence this complaint cannot be confirmed. Furthermore, no lot numbers were supplied which precludes conducting a device history record review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. We cannot discern a root cause for the reported failure mode. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4)-incomplete. Depuy synthes has been informed that the lot number is not available.